Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd879163, gd880799, gd881466), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, dianeal therapy was withdrawn. Treatment was not reported and the patient was recovering. On (B)(6) 2011, the patient was discharged from the hospital. The reporter stated the event was not related to dianeal therapy.